Event description:
Per patient's son, (B)(6), his mother was admitted to the hospital for kidney infection. She is doing better now, but cannot find her charging device. I informed him that the patient care team is working to send a replacement. He had no questions.